Event description:
The customer reported via phone call that insulin leaked from the reservoir one day after its insertion and that the customer experienced high blood glucose. The customer stated that he had had high blood glucose all day but declined to troubleshoot for the high blood glucose. The customer's blood glucose was 233 mg/dl. The customer stated that it looked as if insulin leaked from the back of the reservoir past both o-rings and that the reservoir compartment was wet. He was advised to disconnect from the insulin pump, remove the reservoir, and dry the reservoir compartment. The customer was advised to return the reservoir for analysis, but he declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.